Manufacturer narrative:
The complaint device is not being returned and therefore an evaluation cannot be performed. Upon reviewing the patient's medical history and pictures from the procedure, although the patient had factors precluding the use of bioabsorbable anchors, a definite root cause for the reported issue cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint or failure and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. In addition, it was reported that no consequence to the patient were observed. Based on the complaint history for such failures, at this point, no further actions have been warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff revision that it was found that the healix advance br 5.5mm mulitpck 3 suture anchors that had been implanted in a prior rotator cuff repair on february 10, 2014 had created holes in the bone where the anchors had been implanted. The sales rep reported that the anchors did not reabsorb into the bone and instead caused cystic changes to the bone. The surgeon completed the revision using the same healix advance br anchors but reported in the future he would use the healix peek anchors. The sales rep reported that the revision was performed due to the rotator cuff being retorn and surgeon did not believe that the re-tear was caused by the cystic changes caused by the original anchors. The sales rep reported that the revision was completed with no patient consequences or delay. The sales rep reported that the patient status was good. The sales rep is sending the patient medical history and pictures of the procedures. Additional information received by mitek complaints: the sales rep confirmed that there were small remnants of the original anchors in the bone holes which the surgeon completely removed with the shaver. The surgeon then implanted the same type, same size br anchors in new boneholes.